Manufacturer narrative:
The device was returned to the manufacturer for investigation. According to the investigation details, corrosion and fibers were found in the collet slots. The fibers are a sign of improper cleaning at the account. The presence of fibers and corrosion would cause the device to not retain the pins.

Event description:
It was reported that the device would not retain a pin. There were no allegations of adverse consequences associated with this event.